Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03-aug-2018 with the following findings: a review of the black box showed a previous power loss. The battery was inserted and no auditory or vibratory alarms occurred, and the screen remained blank. The pump was completely unresponsive. The pump was unresponsive due to moisture corrosion in the battery compartment and on the battery cap ground spring.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.